Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer removing the pump to swim and placed the pump on a table. The temperature conditions were reported as a ¿hot and muggy moist day.¿ a temperature alarm occurred and the customer experienced an elevated blood glucose (bg) level of 349 mg/dl. The elevated bg was addressed with a bolus of insulin via the pump. The customer was able to clear the alarm, resume insulin, and the alarm was verified in the pump data upload.